Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based off past complaints, it has been found that valve damage or valve dislodgement have been known to cause valve leakage. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on december 3, 2018. Blood loss was less than 250cc.

Manufacturer narrative:
Patient identifier - requested, information yet to be received. Age & date of birth - requested, information yet to be received. Sex - requested, information yet to be received. Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an ik device was used during a transjugular liver biopsy. There was a dysfunction of the anti-reflux valve; there was bleeding through the valve that required the change of the introducer. There were no complications related to the incident. There were no further issues when the introducer was changed.